Event description:
The user facility reported that the angio-seal did not "stick" when pulling out the device. After manual hemostasis, the device was inspected. The anchor did not appear to have been deployed despite normally performing the "wrenching motion" that the anchor deploys. Inspection of the tip of the removed device showed an indentation. No harm to the patient. Additional information was received on 04nov2021. The type of procedure performed was a percutaneous transluminal angioplasty (pta) of the iliacs using a 6fr procedural sheath. Groin without any form of scar tissue, fine pulsations, echo graphic no calcifications seen around the puncture site. No steep angle of the sheath. No problems were noted with deploying the device until pulling out. The operator of the device was a recently certified physician, who was extremely focused on mating the device and hearing a click. He did not hear the first click and repeatedly tried to mate the device to hear the click. He tried this until he felt resistance (without the clicking sound) and the carrier device could be clicked in the rear-back position. When pulling back the whole device came out and the anchor was still in the sheath. There was minimal blood loss, less than 250cc. Manual compression was held. The patient in stable condition.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were mated and returned in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. The locator was also returned, and no damage to the component was identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.